Event description:
It was reported that there was no current output after connecting the temporary pacemaker, and they changed to a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no current output after connecting the temporary pacemaker, and they changed to a new one.

Manufacturer narrative:
The reported event was unconfirmed. Review of the sample indicates that the alleged concern does not exist. Both electrodes tested within spec, there was no damage to the catheter. Thus, the complaint is unconfirmed. Root cause summary: review of the sample shows the complaint does not exist. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Process failure mode: ¿ electrical short ¿ electrical non- continuities ¿ switched tails potential causes of failure: ¿ splice bands/circuit wires touching within mold ¿ broken wires caused by: incorrect molder settings, improper placement of bifurcation into mold, handling, defective purchased tail ¿ operator error at mpa123, a146 (splice tail) the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precautions: ¿ excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.